Event description:
It was reported that patient is experiencing soreness in hip. Ultrasound and other tests have showed corrosion. Patient is not a candidate for replacement of hip and will require other treatments. She will undergo aspiration of hip to remove fluid. She has had blood work for chromium and cobalt levels.

Manufacturer narrative:
The catalog and lot number along with the device were not provided for investigation. The event was confirmed. A voluntary recall (B)(4) was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.